Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported that the battery compartment was damaged. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested, and customer's response was that the device would be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a blank display. Unable to perform the sleep current, active current test or self test due to blank display. Unable to download pump history files or traces due to blank display. Blank display was caused by the misaligned battery tube preventing the battery cap from making contact with the battery and the rest of the battery tube. Contact was forced during analysis causing pump to boot up successfully. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, missing serial number label and misaligned battery tube. Cosmetic damage was confirmed with cracked battery tube threads, cracked case-corner of belt clip rails and misaligned battery tube during analysis. Unable to confirm failed battery test during analysis due to blank display. Blank display due to misaligned battery tube preventing battery cap contact to make connection with the battery and battery tube during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.